Manufacturer narrative:
The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead had presented for a routine device replacement for normal battery depletion. However, interrogation of the device before the procedure found the battery status was good. The ra lead exhibited loss of capture. Therefore, the ra lead was explanted and replaced. The device remains in service with the new lead. No additional adverse patient effects were reported.